Event description:
It was reported that the patient developed bacteremia on 16sep2023. They had persistent positive blood cultures for one week with staphylococcus aureus. An echocardiogram was performed, and no vegetation was found. A positron emission tomography (pet) scan was performed and found multifocal heterogenous metabolic activity on the proximal outflow tract. The patient was given intravenous antibiotics. The antibiotic treatment was stopped due to the development of neurological side effects; the patient had become catatonic. The patient was hypovolemic due to their deconditioned state and as a result they experienced multiple low flow alarms. They were administered fluids and the alarms resolved. Another pet scan was performed and the patient was discharged home on 15nov2023. The patient was stable.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined. Additionally, the reported low flow alarms could not be confirmed as no log files were submitted for evaluation. According to the account, the alarms were due to hypovolemia. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists infection and hypovolemia, as potential late postimplant complications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.